Event description:
The patient was scheduled to have an ablation. The scrub tech was not scrubbed into the case, she verbally walked the surgeon through the set up and use of the tool. We opened the novasure 6mm lmpedance controlled endometrial ablation system. Surgeon placed the instrument in, and it passed the first check, but did not pass the second check. After some trouble shooting and two more attempts, we had the same error. So the doctor asked for a new unit. It was open and the same thing happened. Several attempts were made using the tool, but ultimately it did not work. We then opened the minerva endometrial ablation system and were able to complete the procedure. So two novasure endometrial ablation system were opened (catalog # n52013us) were opened and did not work. They were placed back in the packages, then into a biohazard bag, and placed in the defective product bin. No response received yet from manufacturer. We emailed them to request credit.